Manufacturer narrative:
To date, the patient is doing fine; the veneers for tooth numbers seven (7) and eight (8) were re-cemented using the same product, without further incident. The returned products and retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review of all of the lots revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots. These investigation results suggest that this is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.

Event description:
A doctor alleged that a patient had experienced the debonding of veneers after placement with nx3 light cure cement.